Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey performed which covers the last 12 months for the adverse reaction experienced thru the use of the company's pledget, one cardio vascular surgeon reported a minimal acute inflammatory reaction with small effusion on one of the patients.